Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Within the UDI-pi project, hamilton medical did realize that the reported device brand name: hamilton-c1, model number: 161003, catalog number: 161003 in the present MDR is not fulfilling the criteria of similarity for a device marketed in the u.s., therefore this event is no longer considered reportable to FDA and no UDI-pi is going to be provided.

Event description:
The following was reported to hamilton medical ag: local staff was working on a replacement repair for c1. He opened a new oxygen mixer block and tried to install it in c1. However, the new oxygen mixer block did not work. Even after changing the oxygen level setting, the oxygen level would only go up to 28-29%. He replaced the high-pressure oxygen hose and checked the high-pressure oxygen pressure, but the problem persisted. No patient involvement.

Event description:
The following was reported to hamilton medical ag: local staff was working on a replacement repair for c1. He opened a new oxygen mixer block and tried to install it in c1. However, the new oxygen mixer block did not work. Even after changing the oxygen level setting, the oxygen level would only go up to 28-29%. He replaced the high-pressure oxygen hose and checked the high-pressure oxygen pressure, but the problem persisted. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).